Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was oversensing noise on the right ventricular (rv) lead. During isometric testing, pacing inhibition lasting one to two seconds was observed when recreating noise on the rv lead. The sensitivity setting of crt-p was decreased and the system remains in service. The oversensing issue was thought to be due to the fact that the competitor rv lead was a unipolar lead. No adverse patient effects were reported.